Event description:
The pt stated that his blood glucose has been elevated since yesterday (12/01/2006). He stated that at 5:10 am, his blood glucose was 84 mg/dl and at 11:43 am, it was 308 mg/dl. At 4:13pm, his blood glucose measured 537 mg/dl and he gave himself a 40 unit bolus. He stated that after that it measured 532 and he gave himself another 20 unit bolus. Later, it measured 515 mg/dl and he gave another 20 unit bolus. He stated that he then changed his infusion site and his headset was wet and smelled like insulin. At the time of the report, the pt's blood glucose measured 528 mg/dl. He stated when his blood glucose is high, he feels hyper, stressed, and impatient. The pt stated that at 12:00am while at work, his blood glucose dropped to 51 mg/dl. He stated he felt sweaty, nervous, and weak and he drank a coke. The pt stated that he had probably given himself too much insulin to correct for his high readings. The pt stated he felt that his high blood glucose was related to a site issue or maybe he had some scar tissue and the insulin was not being absorbed. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.